Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was to be used during an endoscopic retrograde. Cholangiopancreatography (ercp) with stent placement procedure on (B)(6), 2009. According to the complainant, during prep it was noted that the outer box was labeled 18/23mm x 123mm, however, the inner package was labeled 18/23mm x 103. The inner package was not opened and the procedure was completed with another wallflex partially covered esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).